Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the shocking/zapping sensation was located on from left abdomen and occasionally front right side of abdomen. The event was still ongoing but only when the patient has a deep cough.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced a shocking/zapping sensation while coughing. The outcome was ongoing with no further actions needed. The event was ongoing but only when the patient had a deep cough. It was located on front left abdomen and occasionally front right of abdomen. They had to set voltages for adaptive stimulation, and optimized electrode configuration. The device was interrogated and not issues were found. Interventions included reprogramming. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to programming/ stimulation. The severity was noted as mild. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.